Event description:
It was reported by the customer that 3 bd syringe 10 ml ll bns had black spots. The following information was provided by the initial reporter, translated from spanish to english: 3 pieces were found with black spots.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 3 bd syringe 10 ml ll bns had black spots. The following information was provided by the initial reporter, translated from spanish to english: 3 pieces were found with black spots.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 01-nov-2022. H6: investigation summary: one sample from batch 1111284 had two black dots on barrels. A device history record review was completed for provided batch numbers 1111284. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.